Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, when the plunger was depressed the 1st prostyle device did not deploy. A 2nd prostyle device then used; however, it was observed to be to be starting to deploy when removed from the packaging. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the device for the other associated complaint, (B)(6), filed under report #2024168-2025-05520-01, was received and analysis noted that there was no blood in nor on the device indicating the device was not used in the patient. Therefore, the second prostyle device was not used as the malfunction was found prior to use.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to fire was confirmed as a material separation of the anterior needle to cuff connection. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible a suture snag or the posterior foot did not fully eject, or excess pull was done causing a material separation of the anterior needle to cuff connection to occur. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, the first prostyle device did not deploy. A second prostyle device was then used; however, it was observed to be starting to deploy when removed from the packaging. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.